Manufacturer narrative:
On 11-may-2023, the product investigation was completed. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a decanav electrophysiology catheter. It was reported that there was some visible glue where the catheter connects to the shaft of the catheter. The medical team stated that this was discovered right after being taken out of the package. The physician didn't feel comfortable using the catheter. When the catheter was replaced, the issue resolved. No patient consequences were reported. Device evaluation details: visual analysis revealed that adhesive was applied in the piston-shaft area. Fourier transform infrared spectroscopy was performed and confirmed that the foreign material was adhesive. Due to this condition a manufacturing investigation was performed, concluding that there is a relation to manufacturing; nevertheless, the condition found in this complaint was determined as low risk. Device function is not impacted due to this cosmetic flaw. A manufacturing record evaluation was performed for the finished device [30965249m] number, and no internal actions related to the reported complaint condition were identified.  The issue reported by the customer was confirmed. The cosmetic damage found does not affect the performance of the device. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a decanav electrophysiology catheter. It was reported that there was some visible glue where the catheter connects to the shaft of the catheter. The medical team stated that this was discovered right after being taken out of the package. The physician didn't feel comfortable using the catheter. When the catheter was replaced, the issue resolved. No patient consequences were reported. No occlusion was reported. The issue was noticed before use. What appears to be clear hard substance was located where the handle meets the shaft of the catheter. The tubing not reported as the issue. Packaging has been disposed of. Foreign material on usable length of catheter is MDR-reportable.

Manufacturer narrative:
On 17-feb-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).